Event description:
The customer reported the ventilator went inop with a watch dog timer failure occurrence. It was reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported the ventilator went inop with a watch dog timer failure occurrence. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.